Event description:
Before the case started, while getting ready to white balance and calibrate the davinci camera; the vision cart was darker and grainy after white balance of scopes. Scopes were changed and camera head changed, without resolution of issue. Spent an hour with service representative on phone, still no resolution-tech to come evaluate later on the same day. Surgeon changed procedure from robotic to laparoscopic.